Event description:
In 2008, a doctor alleged that crowns placed with maxcem on two different patients had fallen off.

Manufacturer narrative:
The patient's crown was recemented with a different product without incident. The patient is doing fine. The actual device involved in the incident was returned to kerr corporation for evaluation. The device and retain samples were tested for adhesive strength tests and results were found to be within specifications. This is the second MDR report of the two incidents reported. - attachment: [maxcem 2024312-2008-00007 - evaluation.pdf]